Event description:
It was reported that a revision surgery was performed on (B)(6) 2014 due to a ti 3-d screw head for ti click x (498.571) coming loose from the screw at l2. The original implant took place on (B)(6) 2014, where the surgeon performed an l2-l4 posterior lateral fusion with two level transforaminal posterior lumbar interbody fusion. The loose screw head was discovered by x-ray during a postoperative follow up on (B)(6) 2014. During the revision surgery, the surgeon removed the l2 screw and head and replaced both with new ones. There was no loose hardware left within the patient. The surgery was completed successfully without patient harm. This is 1 of 1 report for complaint, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No surgical delays were reported.